Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse replaced power management board and the issue was resolved. The part was returned to the manufacturer for investigation: it was determined the customer complaint of ¿alarm led failed¿ was not confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an alarm led failure occurred. The device was in use at the time of the event; however, there was no patient harm.